Manufacturer narrative:
(B)(4). The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Extrusion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional info has been reported to allergan.

Event description:
Legal rep reported a lap-band system removal, because the "band was coming through [patient's] abdomen."